Manufacturer narrative:
Phone (B)(6). One device was received for evaluation. Visual inspection found damaged housing. Functional testing was unable to verify or confirm an unknown issue; however, there was signs of fluid ingression, and the device revealed an 1871 error code. It was determined that fluid ingression was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported a device was sent in for repair, the issue is unknown. There was unknown patient involvement.